Event description:
The patient felt there was something wrong with his patient programmer (pp) a couple weeks ago when he lowered the left side and turned the right side up; he got a little bit of relief but not like he normally does. Last night the stimulation on the right side of his body, where he has chronic pain and nerve damage, was not working. When the patient pushes on his back where the electrodes are, it would kick on. The left side comes on very strong, however, the right side was on but not as intense as it should be according to the number. When the patient pushes on his back right where the incision was, where they attached it to his nerve root, it kicks on at the full rate that it was supposed to be. The patient wanted to make sure it could be fixed. A loss of therapeutic effect was reported. It was noted the patient was looking for a new health care provider (hcp). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-14, lot# n271054, implanted: (B)(6) 2010, product type: accessory. (B)(4).